Event description:
The product was applied to the radial artery. Reportedly, the suture broke. The surgeon applied another product to complete the procedure. The hosp has reported no pt injury occurred.